Event description:
It was reported that a male pt was in the chair. The head of the chair was positioned approx less than ninety degree angle. The nurse was turned away and the pt slid down the chair, causing the chair to tip forward. The pt fell forward and hit his head on the floor. He required sutures to his forehead.